Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, the reported issue occurred on july 21, 2022, during preparation for a diagnostic nasopharyngeal fiberscope, and the intended procedure was completed using the same device. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, the subject device was tested for aging for 6 hours, power on/off 100 times but the reported issue was not reproduced. It was noted, minor corrosion was confirmed inside the device. The root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, no abnormalities were found that could be visually confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the video system center could not turn on, even though it was confirmed 101 volts was coming to the primary power. There was no harm or user injury reported due to the event.